Manufacturer narrative:
The presence of the d and c antigens was confirmed on retention crrs 3 , lot r019, and the other capture products used by the customer: capture-r ready-ID, lots dn023 and id096. The customer did not return product or sample for investigation.

Event description:
Customer reported unexpected negative reactions with capture-r. While evaluating manual capture-r in a parallel study with tube method, customer did not get all cells to react in capture. In capture-r ready-screen, cell ii that carries the d antigen did not react with a sample containing anti-d.